Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, an air leak was noted while aspirating blood from the port using a syringe. Without performing a new puncture, the wire was retained in the initial puncture site, and a replacement introducer was inserted. The procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. The hospital discarded the reported introducer.